Manufacturer narrative:
The customer reported that the motor device also had no power. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) surgery the motor device would click and had an error code when turned on. The reporter could not remember the type of error code that was displayed. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.